Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak noted during device preparation. It was reported that during device preparation of the steerable guide catheter (sgc), fluid column was lost and air was noted to enter the system when the dilator was inserted. The hemostasis valve was noted to be working properly. Four attempts were made to advance the dilator; however, the leak was noted each time. The sgc was not used in the patient anatomy and was replaced. There was no additional information provided for this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported sgc leak (loss of fluid column during dilator insertion) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column during dilator insertion) in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.